Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04384. It was reported the pt recently had a surgery removing hardware unrelated to her scs system. During the procedure, the ipg site was moved. It was reported the pt was found to have an infection soon after the surgery. The physician removed the pt's scs system, and it was discarded. Follow-up identified the pt was placed on IV and oral antibiotics, and the physician flushed the recent incision sites. It was reported the pt's recovery was going well.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.